Event description:
The customer reported via phone call that they received a no delivery alarm while attempting to bolus. The customer's blood glucose was 183 mg/dl at the time of incident. Troubleshooting found insulin was able to exit with a push plunger. It was also found insulin was able to exit with a manual prime. The customer was advised their insulin pump was working as designed. Customer was also advised their reservoir/infusion set may be occluded. The customer also called back to report a high blood glucose event. Customer's blood glucose rose to 484 mg/dl. The customer did not treat for their blood glucose at the time of the call. Troubleshooting found the insulin pump did not alarm no delivery during a manual prime. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.